Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported on a post-market surveillance survey that the drill has been known to break. He stated the drill has broken on stryker tps hand pieces, hall hand piece, and pneumatic drill sets at different speeds (40k rpm, 25k rpm, and at psi 100). It is reported the breaking occurred "five or six times" at two different facilities. The fractures occurred at the neck of the drill just above the threaded portion. The distributor stated he does not believe bone density is a factor because the drills have fractured in osteoporotic patients as well as patients with young healthy bone. The distributor advised the drills were placed against the patient's bone prior to applying power. In each case, the surgeon was able to remove the fractured portion of the drills from the patient's bone by using a rongeur and backing it out counter clockwise. The events caused a delay of less than two minutes. More information was requested but has yet to be received.